Manufacturer narrative:
This MDR is created as an additional follow-up to MDR record # 2125050-2020-00277, initially reported on 25-mar-2020 through esubmitter. This MDR is to reflect the additional information received. According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2015, removed and replaced on (B)(6) 2020 due to a tubing fracture. A titan touch pump, two cylinders, and a reservoir, were received for evaluation. Examination and testing of the returned components revealed a separation in the shorter pump exhaust tubing. Testing revealed this to be a site of leakage. Microscopic inspection revealed the surfaces to be rough and irregular, indicating sufficient stress was exerted to separate the site. Microscopic inspection revealed partial separations within abrasion on the reservoir inlet tubing and on the longer pump exhaust tubing. These were not sites of leakage. Microscopic inspection revealed surface abrasion on all pump tubing, reservoir inlet tubing, and exhaust tubing and strain relief of cylinder 1, and on the cylinder 2 strain relief. No functional abnormalities were noted with cylinders 1 and 2 or the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing indicated they may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation at the shorter pump exhaust tubing. A separation such as this may then result in leakage. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to available information, tubing fracture. The device was replaced.